Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, 90% stenosed, de novo lesion in the mid right coronary artery (mrca). The nc tenku was advanced to the lesion and during the second inflation, the balloon ruptured at 15 atmospheres at 30 seconds. The procedure was completed without additional treatment because the vessel diameter was enough. There was no resistance during removal of the protective sheath, advancement to the lesion or removal from the anatomy. The balloon was prepped outside of the patient, including submerging in saline, per the instructions for use. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the u.s.